Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The patient had been seen several months ago and the longevity remaining was about nine and half years. At the most recent follow-up, however, the longevity remaining decreased to about six and half years. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. Additional information received indicates that a request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown sudden increase of power consumption. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additional information was added to the following fields to capture the explant of the device:

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The patient had been seen several months ago and the longevity remaining was about nine and half years. At the most recent follow-up, however, the longevity remaining decreased to about six and half years. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. Additional information received indicates that a request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown sudden increase of power consumption. Device replacement was recommended. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The patient had been seen several months ago and the longevity remaining was about nine and half years. At the most recent follow-up, however, the longevity remaining decreased to about six and half years. Data analysis was performed, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. Additional information received indicates that a request was made to have data from this device analyzed and the analysis confirmed the battery appeared to be depleting more quickly than expected due to an unknown sudden increase of power consumption. Device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.